Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), implanted: (B)(6) 2018, product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the controller has been intermittently losing the connection with the ins, or else is unable to establish the connection. The patient says he was in the middle of changing from one setting to another when the controller lost connection. The patient says more recently the controller was unable to find the implant 3x in a row. It was reported that the problem is intermittent and totally random. The patient denied nearby emi, and stated he spoke with a manufacturer's representative (rep) who advised that he call for a new controller. Patient was issued a new controller. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain. Additional information was received 2018-08-07. It was reported that screens from patient controller will automatically close and shut down. When patient attempts to charge device, charger will not continue charging implanted ins. Patient states that recharge screen will sporadically display on screen when charging antenna is not inserted into controller. Patient believes something is not right with his controller and implanted ins. Communication between clinician programmer tablet and patient ins can sometimes be challenging where connection is randomly lost. Patient education with patient controller and charger occurred. The patient also reported that he had been sent a new controller and programmer from customer service. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.